Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6), 2011.according to the complainant, during the procedure the jagwire coating clumped on the wire, causing the guidewire not to be able to be advanced through the ultratome being used. The problem occurred inside the patient. No coating was reported to have come off. They removed both the jagwire and ultratome from the patient and from service. The case was completed with another of the same device with no harm to the patient. The patient has been reported as fine.investigation results revealed on (B)(6), 2012 that the pebax tip had detached, making this a reportable event.

Manufacturer narrative:
(B)(4):a visual examination of the returned device revealed that the pebax tip had detached from the flare gap, exposing the corewire. No corewire fracture evidence was found and the diameter of the guidewire was found to be within specification. It is possible that unstated procedure and possibly clinical factors may have contributed to the guidewire could not advance/withdraw properly, including but not limited to interaction with other devices, handling of the device and condition of the treated lesion. Therefore, operational context is the most probable root cause for this incident.a DHR (device history record) review was performed and no deviation was found. A similar complaint trend review revealed no other complaints reported for lot number 14311884.